Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, during a case the team felt the ebl was very low and upon review they saw 18 sponges scanned with a ebl of 3 from 3 sponges. The customer stated that it appeared that two sponges were over saturated but the other 13 sponges gave no reading. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, during a case the team felt the ebl was very low and upon review they saw 18 sponges scanned with a ebl of 3 from 3 sponges. The customer stated that it appeared that two sponges were over saturated but the other 13 sponges gave no reading. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.